Event description:
It was reported that during to an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. The balloon was inflated with an in-house presto inflation device during functional testing. Upon inflation, a pinhole balloon rupture was noted. No other functional testing was performed. All the anomalies were noted under microscopic observation. One video was reviewed. The video shows the balloon inflated balloon along with the presto device and water is seen leaking from the balloon. There were no other anomalies discovered and the source of the leak is unknown. Therefore, the investigation for the reported balloon rupture is confirmed as a pin-hole rupture was noted on the balloon upon inflation during the functional testing. Based on the video and sample analysis, the source of the leak noted in the video review was also confirmed to be the pin-hole balloon rupture. A definitive root cause for the reported balloon rupture could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during to an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. Also a video was provided. The investigation of the reported event is currently underway. Expiry date: 01/2025.